Manufacturer narrative:
Date manufacturer received: november 7, 2016. The product analysis confirms the reported issue of overheating. The 5-minute pre-repair temperature test results were as follows: a 133 degrees f at the front bearing and 109 degrees f at the rear bearing. The ambient temperature was 61 degrees f. The worn collet was replaced. The indigo drill was repaired and successfully tested to specifications. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been returned. However, the product analysis has not yet been performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the drill gets hot. Requests for additional information have been made with no response received at this time. There was no injury reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.